Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to unspecified reasons. It was indicated that the physician requested the ipp to be returned. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. Product analysis concluded there was a device malfunction with the ams 700 momentary squeeze (ms) pump. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs of force to activate. Product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient could not inflate or deflate an inflatable penile prosthesis (ipp) leading to a surgical procedure. During the procedure fluid loss was noticed in the device. It was indicated that the physician requested the ipp to be returned. The patient did not experience any adverse events or complications following the procedure.